Event description:
It was reported that the defibrillator experienced a "mainboard failure". Further information was provided that "the machine could not be started by using ac power". There was reportedly no patient involvement.